Event description:
Pt went to the o.r. For gamma nailing of right femur subtrochanteric fracture. The proximal screw was placed without difficulty. The second screw was then placed. The tip of the drill sheared off as it was going through the nail. The drill was retrieved along with the broken piece, except for one small piece, about 1 m x 3 mm, which was intraosseous and could not be retrieved.